Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was no calibration in the upper left corner of the programmer screen. It was also noted that part of the diskette was stuck in the diskette drive. The status of the programmer is unknown. There was no patient involvement.

Manufacturer narrative:
Product analysis: analysis found that there was a deviation between the stylus and the cursor on the screen diagonal from the lower left to the upper right corner. Analysis also found that the floppy drive did not work because the write/read access door was stuck inside the floppy drive and blocked the floppy diskette, the spacer between the link electronic module (lem)/micro processor unit (mpu) board was broken, the upper case was damaged near the left keyboard sliding rail but was considered acceptable, and errors were found in the software history. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the programmer was returned for service.